Event description:
Healthcare professional (hcp) reported that "I have noticed side effects with hyaluronic therapy in recent months. It's not about my patients, but some patients have presented themselves to me after an alio loco treatment". "I had noticed that immunomodulation with monoclonal antibodies can lead to granulomatous inflammation, especially after hyaluronic acid therapy" against [unspecified] juvéderm® filler. Biopsy was not provided. Event status not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.